Manufacturer narrative:
The reported issue of overheating was found at the inspection. Also, the abnormal sound was confirmed. When the internal was checked, the deterioration of the parts such as shaft, stainless steel ball, color, o-ring, nose, release color, middle housing and bearing due to dirt and rust was confirmed. The overhaul was performed. The parts such as motor cable assembly, shaft, stainless steel ball, color, o-ring, nose, release color, middle housing and bearing were replaced. It was confirmed that the product worked normally at the final checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the handpiece overheated after starting to work. There was no impact such as burn injuries to the patient.